Manufacturer narrative:
The device has been returned and the investigation results are pending. A follow up MDR will be submitted upon completion of the device investigation.

Event description:
The patient was undergoing a coil embolization procedure in the internal carotid artery (ica) using penumbra smart coils (smart coils) and a non-penumbra microcatheter. It should be noted that the patient's anatomy was tortuous. During the procedure, the physician successfully implanted three smart coils. While attempting to advance a smart coil, the coil would not advance from its initial position within its introducer sheath. Therefore, the smart coil was removed. The procedure was completed using seven additional smart coils, two non-penumbra coils, and the same microcatheter. There was no report of an adverse effect to the patient.

Manufacturer narrative:
Evaluation of the returned smart coil revealed that the pusher assembly mid-joint was retracted through the introducer sheath friction lock. If this occurs, resistance may be experienced during advancement. During the functional test, the pusher assembly mid-joint was advanced through the introducer sheath friction lock with resistance using the proper technique. Upon further advancement, resistance was again encountered due to ovalization in the introducer sheath. If the introducer sheath is forcefully pulled during manipulation attempts, damage such as this may occur. This damage was likely incidental to the reported event. Penumbra coils are visually inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. H3 other text : placeholder.